Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked case at a display window corner, a broken reservoir tube lip, minor scratches on the display window, a cracked reservoir tube, a missing o-ring and cracked battery tube threads.

Event description:
Customer the rubber rings in the reservoir compartment have broken off. Customer's most current blood glucose was 67 mg/dl. Customer did not want to troubleshoot for low blood glucose. Customer reported the damage occurred because of normal wear and tear over time. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported